Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blackout due to circuit board failure a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the customer allegation was not reproduced it was determined that the device satisfies the device specifications related to the customer's complaint. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the pressure of the insufflator of the subject device was abnormal and suddenly increased. The issue occurred during therapeutic laparoscopic repair of gastrointestinal perforation. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.